Event description:
Octaray catheter was inserted and it would not appear on carto system. Carto system reported error 117 defective catheter. Catheter was removed and replaced with a new one. Rep present and took defective product.